Event description:
A broken and damaged external antenna was reported. No out of box failure reported. No medical or therapy problem reported. Stimulation has not been working properly for a month or more. The patient spoke with a company representative a week ago over the phone and helped him turn his stimulation on. A replacement antenna has been ordered. No device was returned. C500. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37092; product type: accessory, product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial#: (B)(4); product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.